Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead exhibited noise and oversensing that resulted in the delivery of inappropriate shocks. A chest x-ray was done and both leads appeared fine. Impedance measurements were within normal limits. R-waves were noted to have decreased. A connection issue was suspected. An invasive procedure was performed in which the ra and rv leads were surgically abandoned and replaced and the device replaced as well. Additional information was obtained from the field representative indicating that the connection issue was not confirmed and no therapy exhaustion resulted from the delivery of inappropriate shocks. This system is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegations were not confirmed.